Event description:
At the end of the procedure we noticed fluid collection on the warmer side of the drape. Upon inspection of the drape we noticed there was a portion of drape that looked like it had melted/thinned out. Was not noticed when we setup for the case at the beginning.